Manufacturer narrative:
(B)(4).

Event description:
It was reported by the pt's health care provider (hcp) that the pt's device had impedances <250 ohms. The pt was implanted for parkinson's disease, and it was stated the pt was "not doing well" with the therapy. When seen by the hcp in (B)(6) 2011, and impedence test revealed a short circuit. Troubleshooting was suggested, but no pt outcome was reported. Pt info was not reported, and no further follow up is possible at this time.